Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.

Event description:
The customer reported that the joystick (remote user interface) was not functioning. When the motorized movements are completely down, the cranial/caudal movements are unavailable. The system would be effectively unusable for certain procedures. There is no report of pt injury.